Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to the FDA: 12/18/2015. It was reported that patient underwent laparoscopic sigmoidectomy, laparoscopic mobilization of splenic flexure and rigid sigmoidoscopy for a colocutaneous fistula on (B)(6) 2015. No additional information was provided.

Event description:
It was reported by an attorney that a patient underwent a left inguinal hernia repair on (B)(6) 2006 and mesh was implanted. It was reported that the patient began to experience pain in his left groin in (B)(6) 2014. On (B)(6) 2014, surgery was performed and drainage of patient¿s left groin was performed on an abscess and the mesh was removed. On (B)(6) 2014, another surgery was performed to drain the left groin abscess and remove the mesh. It was reported that the patient continues to experience pain. No additional information was provided.

Manufacturer narrative:
It was reported that patient underwent mesh revision on (B)(6) 2015.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2006 and a mesh was implanted. It was reported that following insertion the patient experienced infection, organ perforation, fistulae, scarring, adhesion, and restriction of mobility. No additional information was provided.